Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that during a variax distal radius case, the screwdriver broke at the tip. It was reported that at the time of breakage the drill guide was not being used. It was reported that a new screwdriver was used to continue the case (surgical delay 1 minute). It was reported that the surgeon attempted to remove the plate and screw in order to realign placement. It was reported that while attempting to remove the screw it was noted the screw was stripped. In order to remove the hardware the surgeon unwound the screw/plate from the patient. It was reported that a new plate and new screw set were used to complete the case (surgical delay 5-10 minutes).

Event description:
It was reported that during a variax distal radius case the screwdriver broke at the tip. It was reported that at the time of breakage the drill guide was not being used. It was reported that a new screwdriver was used to continue the case (surgical delay 1 minute). It was reported that the surgeon attempted to remove the plate and screw in order to realign placement. It was reported that while attempting to remove the screw it was noted the screw was stripped. In order to remove the hardware the surgeon unwound the screw/plate from the patient. It was reported that a new plate and new screw set were used to complete the case (surgical delay 5-10 minutes).

Manufacturer narrative:
The reported event that locking screw, t7, 2.3x22mm was alleged of 'device stripped/twisted' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by a misuse of the device. The device inspection revealed the following: the screw is bent (it can not roll on a flat surface), and the material is stripped in multiple locations along the threaded area. The head of the screw also suffered some damage, such that the hexagon shape is not precise anymore. Following this, the most possible root cause to the reported event was the application of a bending force/ torque too big on the device when trying to take it out of the bone, which deformed it. As a reminder, the screws, one implanted, as not designed to be explanted and implanted again. The event stated that the surgeon placed the plate misaligned, implanted the screw, before deciding to take it out again to realign the plate. The screws are single use devices, and the reported one had to be discarded once taken out. As a reminder, the IFU clearly states: " [...] Ensure that you are familiar with the intended uses, indications/ contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. [...] ¿ single use devices cannot be reused, as they are not designed to perform as intended after the first usage. Changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with relevant specifications. Please refer to the device label to identify single or multiple use and/or cleaning and resterilization release. [...]" As well as: "[...] ¿ avoid surface damage of implants. ¿ discard all damaged or mishandled implants. [...]" The device inspection revealed the following: the screw is bent (it can not roll on a flat surface), and the material is stripped in multiple locations along the threaded area. The head of the screw also suffered some damage, such that the hexagon shape is not precise anymore. The dimensional inspection of the device allowed the determination of its catalog#. It is 2.3 mm wide and the length is a approximately 21mm. Since the device is slightly bent, it is possible to conclude that the actual length of the device would be 22mm if it was straight. / a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.